Event description:
Pt called lfs on 6/16/2003 alleging their ultra meter would not power on. Pt reported experiencing no symptoms while attempting to test. No adverse event reported. The issue with the meter was not resolved with troubleshooting. No further info has been reported.